Manufacturer narrative:
Reported event: (B)(6) female had form fit plugs inserted in the upper and lower punctum in (B)(6) 2013 who presented to the office with mucus discharge and mild pain in (B)(6) 2013. Product description: oasis medical form fit hydrogel plug. Product reference: 6303. Product lot: not reported. Date of initial procedure: (B)(6) 2013. Date of complication: (B)(6) 2013. Date removed: (B)(6) 2013. Date reported to oasis: (B)(6) 2013. Discussion: the punctum was irrigated in the office with full resolution in (B)(6) 2013 after antibiotic and steroid treatment was unsuccessful. The device was not returned for evaluation. No conclusion can be drawn as to the direct cause of the reported adverse event.

Event description:
Patient developed canaliculitis after insertion of an oasis medical form fit hydrogel canalicular plug.